Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 459888 lead, implanted: (B)(6) 2015; 5076-52 lead, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that a few months post-implant, the patient experienced left arm swelling and discomfort. Ultrasound venous duplex showed an occlusive dvt (deep venous thromboembolism) within the left subclavian vein and axillary vein. The investigator noted relatedness to the procedure. The patient received oral xarelto medication, the event resolved without sequelae, and the device remains in use. The device was noted to be part of the product surveillance registry. No further patient complications have been reported as a result of this event.